Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 290 mg/dl at the time of the incident. Customer stated that she went to enter carbs and the numbers kept scrolling up. Customer removed the battery and put it back in the pump, but the issue was not resolved. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken off end cap and unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.